Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution. Extrinsic calcification noted on the shoulder of leaflet 1 approaching the superior coaptive junctions of commissures 1 and 2. Calcification noted on the inflow and outflow of leaflet 2. Leaflet deterioration, resulting in a hole, observed on the belly of leaflet 2, possibly associated with the adjacent calcification. Extrinsic calcification observed on the shoulder of leaflet 2 approaching the superior coaptive junction of commissure 2. A long tear noted on leaflet 3 at the inferior coaptive junction between leaflets 2 and 3. Extrinsic calcification observed on the margin of attachment and on the torn edge of leaflet 3. Extensive calcification appears to have contributed to the observed leaflet deterioration. All commissures were thinly encapsulated by white pannus. Due to the observed leaflet deterioration, all leaflets appeared to be in a partially closed position with gaps between all free margins. Glistening, off-white pannus appeared adhered to the outflow of the frame. Thick layer of glistening, off-white pannus observed at the inflow crown extending into the inner lumen. Pannus noted on the outer valve surface extending up to the margin of attachment of all leaflets. Radiography revealed calcification on all leaflets and commissural areas. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The analysis results of the device showed pannus overgrowth on the inflow and outflow extending into the inner lumen and up to the margin of attachment of all leaflets which would have significantly impaired the leaflet mobility. The impairment of leaflet mobility may have cause the stenosis and regurgitation. In addition, the leaflet (tissue) deterioration resulting in a hole, observed on the leaflet. The observed tissue deterioration was due to calcification, which would have cause the regurgitation. Pannus overgrowth is associated with surgical valve replacement due to patient interaction and/or healing response with the surgical valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years and one month following the implant of this transcatheter bioprosthetic valve (tav), the patient reported complaint of dyspnea on exertion. A transesophageal echocardiogram was performed which suggested severe central valvular regurgitation from structural valve deterioration reported as severe aortic stenosis. Computed tomography angiogram was performed and showed hypoattenuated leaflet thickening. Explant of the tav was performed; at explant the valve had been implanted for five years, three and a half months. No additional adverse patient effects were reported. Additional information was received that following valve explant, the patient's hospital admission was complicated by multiple issues which required a tracheostomy and placement of a feeding tube ten days following valve explant. Eight days later the patient was discharged to a long-term skilled nursing facility. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Paragraph two was added. Of note: upon attempt to submit the first supplemental report to the initial report, an error would prevent this report from electronic submission. As result, previously reported information in the initial report was re-entered to complete submission. This information was: d2. Product code; g1. Manufacturers email address; h6. Eval code method and eval code result medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years and one month following the implant of this transcatheter bioprosthetic valve (tav), the patient reported complaint of dyspnea on exertion. A transesophageal echocardiogram was performed which suggested severe central valvular regurgitation from structural valve deterioration reported as severe aortic stenosis. Computed tomography angiogram was performed and showed hypoattenuated leaflet thickening. Explant of the tav was performed; at explant the valve had been implanted for five years, three and a half months. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product has been returned and the results of the analysis are pending. Conclusion: not yet available, investigation evaluation of the product is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.